Event description:
The user facility reported water was leaking out of their reliance 444 washer. No injuries were reported.

Manufacturer narrative:
A steris field service arrived onsite but the facility staff had cleared any standing water. The technician inspected the unit and identified a broken plastic fitting on the cold water line under the sump and damage to the door seal. The plastic fitting which normally contains incoming cold water at about 45 psi broke and allowed the water to leak onto the floor. The technician installed a new fitting and replaced the door seal. The technician ran a test cycle and confirmed the unit to be operating according to specification.